Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found clogged during use. The following has been provided by the initial reporter: it was reported by the consumer that there was no insulin flow when priming. Verbatim: consumer reported no insulin flow when priming. Stated, she dials up 1-4 units for priming. Lot: 9044751, item: 320122, expiration date: 2024-02-29, discarded samples.

Manufacturer narrative:
H.6 investigation: a DHR review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned h3 other text : see h.10

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found clogged during use. The following has been provided by the initial reporter: it was reported by the consumer that there was no insulin flow when priming. Verbatim: consumer reported no insulin flow when priming. Stated, she dials up 1-4 units for priming lot: 9044751. Item: 320122. Expiration date: 2024-02-29. Discarded samples.